Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of power error. The customer's blood glucose reading was 400 mg/dl. The customer stated that the pump unintentionally turned off during night. The customer woke up to a blank display. After troubleshoot, the alarm still occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms were noted. The power management tool confirmed power loss error alarm was triggered when backup battery loaded voltage was less than 3.5 v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Device received with minor scratched display window and case.